Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the nozzle was clogged with foreign material (possible use of the device in procedure with clogged nozzle), and the device was dirty (grip and control section were dirty with adhered foreign material). It was unable to be determined why the foreign material lodged at the nozzle, the grip, or control section based off the limited information received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the gastrointestinal videoacope led was not working. Upon inspection and testing of the customer returned device, foreign material was found in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, distal end dented, adhesive on angle rubber detached, connecting tube discolored, connecting tube buckled, universal cord scratched, due to wear of angle wire, bending angle in up/down/left/right direction did not meet the standard value, due to wear of angle wire, the play of up/down/ right/left knob out of the standard value, due to discoloration of light guide lens, illumination uneven, due to clogging of nozzle, water removal ability did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.